Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that post-paced t-wave oversensing was still seen when the asymptomatic patient presented via merlin.net transmission. Programming changes were not made. The oversensing was an isolated incident and no other alerts have been received. Patient will be monitored.

Event description:
It was reported patient presented via merlin.net transmission showing non sustained lead noise due to post paced t wave oversensing. Oversensing was occurring on ventricular channel. Programming changes were suggested. Patient was asymptomatic.